Event description:
It was reported that balloon was ruptured. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 9 atmospheres for 60 seconds. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications reported as a result of this event.